Event description:
Patient reported "rupture" and "increasing discomfort in recent months". Patient later reported rupture is on the contralateral side. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d4, e1, h4, h6.

Event description:
Patient reported "increasing discomfort in recent months". Healthcare professional reported later "pronounced capsular fibrosis / capsular contracture baker grade IV", diagnosed via magnetic resonance imaging. This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported rupture for unknown side. Device remains implanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "increasing discomfort in recent months". Healthcare professional reported later "pronounced capsular fibrosis / capsular contracture baker grade IV", diagnosed via magnetic resonance imaging. This record is for the right -side. Device has been explanted and replaced. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.